Event description:
Patient's original valve was replaced with an edwards aortic valve. Patient was on cardiac bypass and the cross clamp was removed. The valve leaflets were not moving when trying to get the heart to begin pumping again. As a result, the cross clamp was once again placed on the aorta and the valve was explanted. A second valve was then implanted. The cardiac bypass time was greatly lengthened due to replacing the valve a second time. So far it appears that the patient tolerated the procedure without obvious complications or harm.